Manufacturer narrative:
A complaint investigation was conducted for the alinity c processing module and the alinity c ict sample diluent to address the customer¿s observation of falsely elevated results. The customer noted repeating the patient sample generated within range results. A fse (field service engineer) went onsite to perform additional instrument troubleshooting such as cleaning all ict components. A review of tracking and trending did not identify any trends with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated sodium on the alinity c processing module for multiple patients. The following results were provided (reference range 136-145 mmol/l): sid (B)(6), initial sodium result= 166 mmol/l; repeat result= 139 mmol/l. Another two samples generated results of >160 mmol/l and then repeated in the 130s (no specific results were provided). The initial results were not reported out of the laboratory. Update, additional patient results were provided on (B)(6) 2026. Sid (B)(6), (B)(6) 2025, initial sodium result= 168 mmol/l; repeat result= 138 mmol/l sid (B)(6), (B)(6) 2025, initial sodium result= 160 mmol/l; (B)(6) 2025, repeat result= 140 mmol/l. There was no impact to patient management reported.

Event description:
The customer observed falsely elevated sodium on the alinity c processing module for multiple patients. The following results were provided (reference range 136-145 mmol/l): sid (B)(6), initial sodium result= 166 mmol/l; repeat result= 139 mmol/l. Another two samples generated results of >160 mmol/l and then repeated in the 130s (no specific results were provided). The initial results were not reported out of the laboratory. Update, additional patient results were provided on (B)(6) 2026. Sid (B)(6), (B)(6) 2025, initial sodium result= 168 mmol/l; repeat result= 138 mmol/l. Sid (B)(6), (B)(6) 2025, initial sodium result= 160 mmol/l; (B)(6) 2025, repeat result= 140 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Update to section a1 - patient identifier: (B)(6). Update to section b3 - date of event from 18nov2025 to 17nov2025. Update to section b5 - describe event or problem to include additional patient results an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium on the alinity c processing module for multiple patients. The following results were provided (reference range 136-145 mmol/l): sid (B)(6), initial sodium result= 166 mmol/l; repeat result= 139 mmol/l. Another two samples generated results of >160 mmol/l and then repeated in the 130s (no specific results were provided). The initial results were not reported out of the laboratory. There was no impact to patient management reported.

Manufacturer narrative:
Complete entry for section a1 - patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.